Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A doctor reported, to a medtronic representative, that navigation was accurate at the start of a spine procedure, however, became inaccurate part way through the procedure. Both the straight suction and curved 45 suction were being used. The surgeon alleged there was fluctuating accuracy during the case up to 1cm at times. The patient experienced a cerebrospinal fluid leak (csf) leak which was repaired. The procedure was completed with the use of the navigation system. The surgeon stated the patient is now doing fine, and was discharged from hospital the same evening.

Manufacturer narrative:
(B)(4).software used in this case was fusion version 2.2.1. Patient files/logs have not been returned to manufacturer for software evaluation.